Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed near the molded joint. The catheter exhibited extensive deformation in the vicinity of the split. A permanent kink impression was observed approximately midway along the length of the catheter. The sample kinked preferentially at the site of the kink impression during manual manipulation. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leakage was observed at the split site. The sample became occluded distal of the split during manipulation due to kinking. Microscopic inspection of the sample revealed wavy fracture edges. The fracture surfaces were granular. Plastic deformation and material discoloration were observed in the vicinity of the split. The fracture features and surrounding plastic deformation were consistent with over-pressurization (burst) damage. The kink suggested that flushing against and an occluded catheter contributed to the damage. The product IFU states ¿warning: failure to ensure patency of the catheter prior to power injection studies may result in catheter failure.¿ a lot history review (lhr) of redp1607 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "outpatient presented for CT with injection. Patient was a difficult IV stick. PICC nurse was asked to start accucath IV with ultrasound. The IV was successfully placed and confirmed with saline flush. When the CT injection was started the power injector emergently stopped once it reached 300 + pressure at 16 ml. Staff technologist asked for advice and I evaluated the IV and began the injection again. The IV infiltrated approximately 8 ml of contrast. The injection was stopped the exam could not be completed and the IV was removed. The procedure for infiltration was completed and the patient was sent home with post care instructions. Upon inspection the IV catheter had a hole in it."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1607 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "outpatient presented for CT with injection. Patient was a difficult IV stick. PICC nurse was asked to start accucath IV with ultrasound. The IV was successfully placed and confirmed with saline flush. When the CT injection was started the power injector emergently stopped once it reached 300 + pressure at 16 ml. Staff technologist asked for advice and I evaluated the IV and began the injection again. The IV infiltrated approximately 8 ml of contrast. The injection was stopped the exam could not be completed and the IV was removed. The procedure for infiltration was completed and the patient was sent home with post care instructions. Upon inspection the IV catheter had a hole in it."